Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse verified error 2015 per the error log. Fse noted that the error stopped following the cleaning of bf probe and the bf probe suspected to be faulty. Fse replaced the bf probe and a bent sample nozzle. Quality control (qc) was run without any issues. The instrument was operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(4) from 09-jun-2017 through aware date of 09-jul-2018. There was one (1) similar complaint found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2015 bf probe purge failure as indicating that "purging by the bf probe is abnormal". Troubleshooting for the error states to "clean up the wash probe tip or replace it. Contact the service department." The most probable cause of the 2015 bf probe purge failure error message was a faulty wash probe.

Event description:
A customer reported getting error message 2015 bf probe purge failure with the aia-360 instrument. The customer cleaned the probe and replaced the tip but the error persisted. Fse was dispatched to address the reported event, which resulted in a delay of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.